Event description:
On july 17, 2006 a medical supply company employee contacted lifescan (lfs) on behalf of the lay patient, with the patient also on the phone. The patient continued the call speaking directly with the lfs customer care advocate (cca). The patient alleged that her one touch ultra meter read inaccurately high. The medical affairs specialist (mas) sent a letter to the patient since she could not be reached by phone on two different days at different times. The mas listened to the july 17, 2006 recorded call to lfs to obtain additional information included below: on july 16, 2006 at 9:56 pm the patient obtained a result of 228 mg/dl on the reported meter while having no symptoms of high or low blood glucose level. The patient took 2 additional units of insulin based on the meter reading. She said about 2 hours later, she felt sweaty and nauseous. She drank pineapple juice due to her symptoms, which she typically felt when her blood glucose level was low. She tested with the reported meter and obtained a result of 207 mg/dl; she retested and obtained a result of 228 mg/dl. The meter memory noted the testing times of 11:10 and 11:11 pm on july 16, 2006. She also tested with another, non-lfs meter and obtained a result of 141 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l for meter to other meter result comparisons. The patient said she felt better after drinking pineapple juice. The patient told the ccs: she believed the lfs meter had also read inaccurately high on other occasions; however, specific information regarding those incidents was not provided. The ccs confirmed that the patient used correct testing technique. A control solution test was not performed because the patient did not have control solution. The meter, test strips, and control solution were replaced. The complaint is reported because the lfs meter read high compared to another meter. The patient took extra insulin based on the lfs meter reading and subsequently experienced symptoms. She treated herself by drinking juice and felt better.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.